Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device's handle and shaft have no structural anomalies. The anchor remains inside the inserter shaft. The anchor is cracked at the distal part. Biological matter can be observed at the proximal end of the anchor. The overall complaint was confirmed as the observed condition of the 5.5 healix advance br3sut w/oc would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU; inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown over its foil pouch. The device is in used condition. The device's handle and shaft have no structural anomalies. The anchor remains inside the inserter shaft. A small crack can be observed in the middle of the anchor. The overall complaint was confirmed as the observed condition of the 5.5 healix advance br3sut w/oc would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU: inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair procedure, it was observed that the anchor on the 5.5 healix advance br3sut w/oc device broke then removed all the broken parts. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.